Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - aibonito; rd 721 km 0 3 po box 1389, aibonito 00705, puerto rico.  Baxter healthcare - cartago; 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial, cartago 30106, costa rica. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set was leaking total parenteral nutrition (tpn) right below the chamber. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.